Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward, after wearing the pod between 1 and 4 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 570 mg/dl. A new pod was applied as treatment.

Manufacturer narrative:
The pod was received in the deployed position. After investigation of the needle mechanism, no issues were found that would result in the reported unknown needle mechanism failure. The device ran for 351 pulses and was deactivated by the user.